Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a spline break occurred. A intellamap orion catheter was selected for a typical flutter procedure. The orion was inserted through a "ramp" sheath. Upon completion of the procedure, during the withdrawal of the catheter through the sheath resistance was noted. Upon inspections of the catheter it was noticed that a spline was broken at one end. No patient complication were reported.

Manufacturer narrative:
Visual inspection of the returned intellamap orion revealed spline 6 was separated from the tip of the distal basket at the distal end and has saline in the distal basket. The steering knob and lock knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The device passed a curve test and there was no issue with deploying the array.

Event description:
It was reported that a spline break occurred. A intellamap orion catheter was selected for a typical flutter procedure. The orion was inserted through a "ramp" sheath. Upon completion of the procedure, during the withdrawal of the catheter through the sheath resistance was noted. Upon inspections of the catheter it was noticed that a spline was broken at one end. No patient complication were reported.